Manufacturer narrative:
E1: initial reporter first name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. After a procedure involving a 1.50mm rotapro was finalized, the patient presented with cardiac tamponade. The patient was sedated, and cardiac surgery was performed. However, the patient died due to heart failure.